Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: vedr01 ipg, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and polarity switches to unipolar resulting in slightly elevated thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analysis revealed the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.